Event description:
Report received stating the intraocular lens haptic broke in the pt's eye, during implantation. Lens and damaged haptic were removed and replaced during initial surgery after pt's posterior capsule tore. A definitive relationship between the damaged haptic and the torn capsule is not known.

Manufacturer narrative:
H6- the intraocular lens was discarded by the complainant and not returned to the company for evaluation. While the MFR was unable to determine the origin of the damage reported, the MFR does not believe the damage was mfg related.